Manufacturer narrative:
This is the same event as 3010536692-2016-00601. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complications: elevated cobalt chrome levels and increased pain, loose cup (right).